Event description:
Customer reported an issue with the panorama central station which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's telemetry interface module.